Event description:
A lifecor territory manager contacted lifecor customer support to report that one of the pt's battery packs was not powering up the monitor. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a cold solder joint on one of the pads of the thermistor. The root cause of the cold solder joint is not known, but was probably an assembly error. The thermistor was probably not soldered with enough solder. Assemblers have been instructed and shown how much solder to be put on this thermistor. The thermistor was replaced. The battery pack was retested and restocked. No adverse event result from the faulty battery pack. The pt received a replacement battery pack.